Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. Recharger. The patient stated for the last 2-3 weeks, they had been having problems charging the implanted neurostimulator. Trouble charging the implant, recharger had a hard time finding the implant and patient would have to reset controller to try and charge. Patient said it seemed like the antenna was having problems locating the device, but if they reset the controller, they would then find the device. Patient also said they would have to stop charging and go back to it in like an hour and maybe even a third time to get the implant to go to 100%, but the controller battery wouldn't drain. Agent asked, patient said they didn't have a lot of feeling in their back and said the antenna did get a little hot when they pulled the antenna off by hand, but not real hot. Patient also said they got a code (asked, unknown) when trying to charge yesterday. Patient then said there were a couple spots in the cord where the insulation was a little ripped. Patient inspected recharger plug and controller port, but did not see any damage. The issue was not resolved. A request was sent to the repair department to replace the recharger. No patient impact or symptoms.

Manufacturer narrative:
H3: product ID 97755. Serial# (B)(6): product type recharger was returned and the analysis shows that record the two values: - the highest number (100) - the low number (100) poor recharge quality message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.